Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
Customer reported that when the ac adapter is connected to the alarm the power is intermittent; the connection does not appear loose. The customer tried the adapter and alarm with a different outlet and the results remain the same. There was no pt contact reported.